Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced an av block that required pacemaker implantation. Patient was diagnosed with superior-type fast-slow (sup-f/s-) atrioventricular nodal reentrant tachycardia (avnrt). During a procedure to treat a supraventricular tachycardia (svt), an intellanav stable point open-irrigated catheter was selected for use. The slow region was cauterized while checking 3dmap, fluoroscopy and electric potential. An av block occurred during cauterization. The procedure was temporarily suspended, and after 15 minutes of waiting, av conduction was restored. The procedure was then resumed, but induction was not possible, so the procedure was terminated. However, two days later, on july 5th, the av block occurred again, so it was decided that a pacemaker would be implanted. After the electrophysiological study, the patient was diagnosed with superior-type fast-slow (sup-f/s-) atrioventricular nodal reentrant tachycardia (avnrt). Catheter is not expected to be returned as it was discarded at facility.